Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The pain and subsequent revision reported may be the result of the glenoid loosening as reported. The aseptic glenoid loosening cannot be confirmed but may be due patient-related conditions and/or due to over 10 years of use. Potential contributions of manufacturing, patient, or user-related issues to the event cannot be determined as the devices were not returned for evaluation and no images, radiographs, or relevant product information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via clinical study that the 56 yo female patient experienced aseptic glenoid loosening. Over the past 2-3 years patient has developed increasing pain about the right shoulder. Imaging studies and clinical findings consistent with progressive loosening of the right glenoid component with medialization and erosion of the glenoid. The patient was revised on (B)(6) 2023. The last known outcome is known as resolved.